Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: envpro-16, serial/lot #: (B)(4), ubd: 29-jun-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with a native bicuspid aortic valve and severe calcification on the leaflets, the physician elected to use a 34 millimeter (mm) valve. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 mm non-medtronic balloon. There was no visible contrast flow when the 25 mm balloon was fully inflated, therefore the physician elected to forgo the 34 mm transcatheter valve and implant a 29 mm valve. The patient was stable following the pre-implant bav. A 29 mm valve was prepped and loaded onto a new delivery catheter system (dcs). The valve was advanced and deployed to two-thirds, however was not released as the inflow of the valve was constrained. The valve was recaptured and deployed a second time, this time at a higher depth. The valve remained constrained and slightly opened. The implanting physician decided to release the valve although it was only slightly opened, with the intention of post dilating the valve to ensure full expansion. A post implant bav was attempted using a 25 mm non-medtronic balloon, however the inflation did not take place as expected and the valve dislodged up towards the ascending aorta. The valve was snared up using the balloon catheter to prevent a coronary occlusion as the valve skirt was just slightly above the coronary take-offs. The patient was reported to be stable. The physician elected to implant a larger, 34 mm valve to brake the raphe of the native bicuspid valve. The 34 mm valve was inserted through the 29 mm valve in the ascending aorta. This moved the 29 mm valve down, obstructing the coronary arteries. The patient's pressure suddenly dropped. A lukas reanimation system was put into place immediately, however ventricular tachycardia ensued. The 29 mm valve was attempted to be snared up again, however was unsuccessful. The patient went into asystole with dissociation of hemodynamics and electrocardiogram (ECG). The patient died. The cause of death was reported to be coronary occlusion due to the movement of the 29 mm valve and a pericardial effusion induced by lukas system.

Manufacturer narrative:
Corrected data: a1. Pt. Identifier. B5. E. Initial reporter phone number corrected to align with the facility. H6. Device code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, into a patient with a native bicuspid aortic valve and severe calcification on the leaflets, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 25mm non-medtronic (nuclueus) balloon. When the balloon was fully inflated, there was no visible contrast flow so the physician switched from a 34mm to a 29mm valve for implant. It was noted the patient was stable following the pre-implant bav. A 29mm valve was loaded onto a new delivery catheter system (dcs) and advanced through the patient. At two-thirds deployment, the inflow portion of the valve frame was constrained. The valve was recaptured and deployed a second time at a higher depth; the valve frame remained constrained and slightly opened. The valve was fully released from the dcs with the valve frame only slightly opened with the intention to perform a post-implant bav to ensure full expansion. However, during the post-implant bav, using a 25mm non-medtronic (z-med) balloon, the valve dislodged up towards the ascending aorta. The 25mm balloon catheter was used to snare the valve up so the ¿skirt¿ of the valve frame was slightly above the coronary take-offs. It was reported the patient remained stable at this time. The physician decided to implant a larger 34mm valve to intentionally break the raphe of the native bicuspid valve. When the 34mm valve was advanced through the 29mm valve in the ascending aorta, the 29mm valve moved back down toward the native valve and may have obstructed the coronary arteries. The patient's blood pressure suddenly dropped and heart rhythm converted to ventricular tachycardia. A lukas reanimation system was initiated immediately. An attempt to snare the 29mm valve up again was unsuccessful. The patient went into asystole with dissociation of hemodynamics and died. The cause of death was coronary occlusion due to the movement of the 29mm valve and a pericardial effusion induced by the lukas system. Posthumously, the 34mm valve was implanted; the physician wanted to determine if the 34mm valve would have been the better choice between the two valves. But both valve frames did not expand properly in the native annulus as the calcification was too severe.